Event description:
It was reported that during an rm suture while inserting the anchor, the anchor backed out of the bone. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with a different part number. It was not necessary to switch the surgical technique or do a second surgery. 30-jul-2021 dw update: further information were provided that no additional hole was needed. The surgeon used the same hole with the new device.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.